Event description:
A non-healthcare professional reported that following the cataract surgery with intraocular lens (iol) implant procedure the patient experienced blurry fuzzy edges. The patient cannot read a tv screen. Even large screen tvs have like the weather report even 8 to 10 foot away. Everything has a slight shadow just above it. . Letters have a ghost shadow just above them. The biggest problem the patient facing is the dysphotopsia. All lights especially in the distance, greater than reading distance, have starbursts, glare, brilliance, sparkle, etc, hence can't read info from light. Additional information received and stated from the beginning everything is still blurry and out of focus. The edges of anything are not sharp and the contrast is poor. Eyes are very often sore, burning and stinging, sometime scratchy feeling. One evening after working in shop really straining to see, vision just went grey shadowy. There are two medical device reports associated with this event. This report is associated with the right eye.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. The root cause has not been identified. There have been no other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in b.5 and h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that the patient also experienced eye tearing.